Manufacturer narrative:
Additional information: the device was inspected prior to use with no issues noted. The device was prepped per IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a coronary angiogram procedure an attempt was made to use one 6f launcher guide catheter in an attempt to engage the right coronary artery (rca). It was reported that the guide catheter and wire slipped back from the aorta to the patient's right forearm. On xray the guide catheter could be seen to have a knot in it and was stuck in the patient, causing pain with any pushing and pulling. Interventional radiology (ir) service was contacted to come and take a look at the retained knotted catheter. An ultrasound was carried out on the affected vessel and below the catheter knot showed good arterial blood flow proximal to the knot and could see that the knot was tightly wedged into place in the artery. Surgery was deemed necessary and femoral access of the right femoral artery was obtained to complete an angiogram of the right arm for anatomical imaging. The patient was then taken off the table and brought to the operating room (or) for possible cut down and removal of the retained catheter. Graft harvest technique from the leg was attempted, which did not remain patent but was ensured that adequate perfusion of the distal extremity was obtained. The patient has continued to have ongoing arm pain. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.